Event description:
Four screws and cups (c3,4,5,6) were loose, the rod had slid to the foramen magnum of occipital bone. When the doctor opened the incision, he found the bottom of the cup had some deformation, it improved that the cup had been final tightened on that time.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental.